Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of an unknown value. There was no reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.